Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted antibiotic therapy. Per the pdrn, the peritonitis was caused by touch contamination which occurred during the discontinuation of therapy. There is no allegation or objective evidence indicating a liberty select cycler or liberty cycler set product deficiency or malfunction was associated with the event. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated as there is no objective evidence or implication the liberty select cycler, or liberty cycler caused or contributed to the serious adverse event(s) experienced set by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The initial report was inadvertently submitted as 05/08/2019 however should have been 05/16/2019.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was given a medication bag and forgot to change the last bag option. The nurse advised the patient to do a stat drain. It was reported that the patient would get the medication bag from their clinic and fill manually. It was reported that make sure heater bag is on heater tray, the line is not clamped, and patient line is blocked alarms occurred. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient has peritonitis, and stated the patient was not hospitalized. The patient was treated outpatient with intraperitoneal ceftazidime 1 gram x 21 days. The pdrn stated the peritonitis was caused by touch contamination. The patient¿s caregiver usually disconnects the patient from the liberty select cycler, however on this day the caregiver was unavailable, and the patient disconnected themselves and broke aseptic technique. The pdrn stated the event was unrelated to the liberty select cycler or any other fresenius product, drug or device.